Event description:
It was reported that stimulation was intermittent. The patient fell on the carpet the day prior to report. The patient turned the device back on and the patient felt a flutter, but then it was gone. The patient synced the programmer to the device and the patient reported feeling the flutter again. The patient was going to monitor for symptom relief.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v179209, implanted: (B)(6) 2009. Product type: lead: product ID 3037, serial# (B)(4), implanted: (B)(6) 2009. Product type: programmer, patient. (B)(4).